Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead model is part of the advisory for this model. Evaluation summary: (B)(4): analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The date of eri in the save to disk was on (B)(6) 2010, and the device recommended replacement time (rrt) is greater than or equal to 2.62 v. The weekly battery voltage trend data shows minimum battery equal to 2.64 to 2.61 volts between (B)(6) 2010 and (B)(6) 2010. The weekly trend data for right ventricular (rv) impedance shows max rv pace in range of 616 to 776 ohms between (B)(6) 2009 and (B)(6) 2010. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead model is part of the advisory for this model. Evaluation summary: (B)(4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. The device is part of the advisory for this model.

Event description:
It was reported that the lead had high defibrillation thresholds and that there was high threshold. The lead was capped and replaced. It was further reported that there was early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.